Manufacturer narrative:
E1: initial reporter address: (B)(6). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago 30106, costa rica. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution did not flow during use of a clearlink system continu-flo solution set (primary) on a pump resulting in a downstream occlusion alarm. The issue occurred during patient infusion. The primary set was running sodium chloride 0.9%. The secondary set ran dexamethasone sodium phosphate and diphenhydramine mixed in dextrose 5% in water (d5w), then famotidine mixed in d5w. Additional pumps were running paclitaxel, carboplatin, and magnesium sulfate in d5w. After the chemotherapy infusion, sodium chloride 0.9% was rinsed when the alarm occurred. The primary set was removed from the pump, slide clamp was moved down the line to a different section, and set reloaded on the pump; the infusion was able to continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.